Manufacturer narrative:
The controller (B)(4) associated with the event was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the controller and log files were not available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. The device could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event. His device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a us site that a controller exchange was required over night due to bent prongs in battery side and controller was unable to read battery. It was reported that it was likely related to delirium and improperly connecting batteries. There was no consequence to the patient and the new batteries resolved the issue. No additional information is available.

Manufacturer narrative:
Additional information received indicates that the event was not associated with a pump stop and that the patient was not seriously injured. The site reported that it is possible that the patient somehow bent the pins while delirious or that he/she improperly connected the batteries. The issue is reported to have been resolved with the exchange of the controller. The primary investigator reported that the event was related to the patient's condition and possibly related to the device. No further information has been provided. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.